Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded at the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised, including admission to the intensive care unit, with diabetic ketoacidosis on (B)(6) 2025. The patient had just returned home from an outpatient endoscopic retrograde cholangiopancreatography earlier that day when she began having nausea and vomiting. The patient was new to using the omnipod system and has been wearing pods for approximately two weeks. The patient's blood glucose levels reached 1000 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with intravenous medication. Insulin leakage was noted around the infusion site. The pod was removed at the hospital and discarded. The patient was released after four days and plans not to recommence pod use until after their scheduled cholecystectomy.